Manufacturer narrative:
The investigation of hemolysis, vf/vt/af/at, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. As per the data log review and clinical information provided, the root cause of the hemolysis issue was most likely patient condition related as it was resolved by giving blood volume. As the necessary information was not provided, the root cause of the vt/vf and vascular damage peripheral vessel was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that there was concern for hemolysis for a patient on impella 5.5 support during a high risk cardiac procedure. After the p-level was increased, the hemolysis was resolved. The patient received one unit of blood and one unit of platelets. Additionally, the patient kept having atrial fibrillation during impella 5.5 support. The physician stated that the patient had a history of atrial fibrillation. It was further reported that the patient developed a gastrointestinal bleed on day 15 of impella support. Four units of blood and one unit of platelets, and one unit fresh frozen plasma were given. The patient was eventually successfully weaned and explanted.